Manufacturer narrative:
The dispatched fse could identify the pump assembly as the root cause for the ventilator failure and replaced it. Visual inspection of the returned assembly turned out that the piston rod was broken. The supplier was informed. The piston rod is produced by pressure die casting and, a ball bearing has to be pressed in manually afterwards. The process requires that this step is performed as long as the material is still on an elevated temperature level. The most likely explanation for the breaking of the particular rod is that the bearing was pressed in at a temperature that was already too low. The mechanical force may then have led to premature damages of the material structure. Compared to (B)(4) assemblies being produced per year, the overall complaint rate of five known cases is extremely low. The anesthesia workstation has responded to the deviation as expected - a corresponding alarm alerted the user about the shut-down of automatic ventilation. Monitoring features as well as manual ventilation remained fully functional. No patient consequence have been reported.

Event description:
The user reported that the ventilation was not possible while in use. The case was continued with a replacement device. There was no injury reported.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.